Manufacturer narrative:
Received only catheter. The reported issue was confirmed. Visual inspection noted vertical balloon burst away from inflation lumen. No pieces of the sac were missing. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Found no sharp edges on the eye snip. Did not find any cuts on the balloon or signs of degradation. Microscopic examination found no conditions that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex" (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon, due to balloon damage. This event occurred 2 days after placement. No patient injury was reported. It was not confirmed at the facility site if there was a missing piece on the balloon, or if there were any remaining in the patient's body. The catheter was inserted into the patient after surgery, and the catheter was later found after the patient was transferred to a ward. Later reported, there was no missing pieces on the balloon of the catheter.

Manufacturer narrative:
Received only catheter. The reported issue was confirmed. Visual inspection noted vertical balloon burst away from inflation lumen. No pieces of the sac were missing. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. Found no sharp edges on the eye snip. Did not find any cuts on the balloon or signs of degradation. Microscopic examination found no conditions that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon, due to balloon damage. This event occurred 2 days after placement. No patient injury was reported. It was not confirmed at the facility site if there was a missing piece on the balloon, or if there were any remaining in the patient's body. The catheter was inserted into the patient after surgery, and the catheter was later found after the patient was transferred to a ward. It was later reported, that there were no missing pieces on the balloon of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon, due to balloon damage. This event occurred 2 days after placement. No patient injury was reported. It was not confirmed at the facility site if there was a missing piece on the balloon, or if there were any remaining in the patient's body. The catheter was inserted into the patient after surgery, and the catheter was later found after the patient was transferred to a ward. Later reported, there was no missing pieces on the balloon of the catheter.